Event description:
It was reported that a malfunction alarm occurred with the customer's device as indicated by error code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The pump experienced the same malfunction after it was turned off and on again, leading to the decision to replace it. The pump was scheduled to be returned, and a new pump was provided to ensure uninterrupted insulin delivery.